Event description:
It was reported that during implant of the right atrial (ra) lead, the patient experienced respiratory failure. The patient was intubated during the procedure, and a ventilator was required post-surgery. The respiratory failure was resolved the following day. It was also noted that the patient was in atrial fibrillation during the implant procedure. It was further reported that two days after the ra lead was implanted, the patient became hypotensive and then demonstrated worsening renal function. Perforation of the right atrium and hemothorax were discovered. The perforation and hemothorax were surgically repaired, and renal function was improved with administration of intravenous fluids. The ra lead remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).